Manufacturer narrative:
(B)(4) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, the device could not be interrogated; in addition, no pacing pulses were observed with and without magnet. The spontaneous rhythm was around 56 min-1. Absence of pacing pulses were also observed while manipulating the device and leads. Reportedly, the pt had multiple syncopes. Based on medical and family decision, no re-intervention will occur.